Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated but the expiratory channel connector pc board was precautionary replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs were reviewed. In the event log on the reported event date there are clinical alarms for volume delivery restricted, airway pressure high and expiratory minute volume low. The alarm generation is an indication of increased expiratory resistance. At high expiratory resistance, the patient does not have time to breathe properly during the expiratory phase before a new breath is initiated. According to the test log, successful pre-use checks were performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The difficulties are most likely due to blocked accessories in the patient circuit. Information concerning what type of patient breathing circuit or bacteria filter that was in use at the time of event was not provided. As there was no technical error codes generated there is no indication of a ventilator malfunction at the time of the event. The cause of inability to deliver gas was most likely a blockage in the patient breathing circuit or bacteria filter.

Event description:
It was reported that the ventilator stopped delivering gas to the patient. There was no patient harm. Manufacturer's ref #: (B)(4).